Event description:
It was reported that: "brain aneurism for coiling. Through long sheath, intermittent catheter this hybrid wire 1214d used with vasco +10 d microcatheter, the wire fractured after pulling the wire out of the catheter without any force. No harm to the patient. The procedure successfully completed with no any immediate complication" update 02jun2026 - additional information received from the issuer: "the patient's condition is good now, she is at home now. The hybrid wire prepared by flushing before use. There was no friction during dispenser removal. No there was no friction during navigation between the hybrid and the vasco. The physician was able to retrieve two parts of the hybrid. The procedure ended successfully." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference#: (B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all-post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market, which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.